Event description:
The pt underwent a diagnostic procedure. Following the procedure, the physician attempted to close the arteriotomy using a tsl 6fr closer device. The device was inserted and adequate marking achieved. The physician deployed the device and removed the plunger however he encountered resistance as he pulled the sutures taut. The sutures were cut from the needles and set aside however the device could not be removed. He advanced the device back into the artery and cycled the foot again in attempt to remove the device. He attempted to rotate the device, but to no avail. Fluoroscopy was performed and no abnormalities were detected. The pt was transferred to surgery for removal fo the device. The pt recovered without further incident. The device will be returned for evaluation.